Manufacturer narrative:
Operator of device and initial reporter also sent report to FDA are unknown. No product was returned; thus, the failure mode reported could not be investigated and a root cause could not be determined. A device history record (DHR) review was not performed as no lot or serial numbers were provided. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the patient experienced nausea, diarrhea for one day, and leg pain that started the week while using the pump. No additional information has been provided. No patient injury was reported.